Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that they have been having problem with the device and pain problem on their neck pretty much 100% all the time. Patient stated that the pain was as bad as it was before they had the implant. Patient said that if they try to increase the intensity they get a mild shocking on their right elbow. Patient said that the intensity they have right now they still get shocking when they are in bed. Patient said that even they increase the intensity they are stuck in pain. When asked for event date, patient said that they felt it immediately. Patient moved to another state and before they moved they visited their doctor and was advised to keep the programming and allow more time, their manufacturer representative (rep) also asked them to switch groups (group b) but the pain is still there. Patient made a comment that the trial was great but the permanent implant was disappointing. Patient does not have a hcp yet in their new state of residence, agent sent physician listing. Agent sent email to reps for visibility. Rep e-mailed back they had left a voicemail for the patient.